Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Product ID: 3057, lot#: unknown, product type: screening device. Product ID: neu_unknown , serial#: unknown, product type: unknown. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown; product ID: 3057, serial/lot #: unknown. Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urgency frequency, urge incontinence. It was reported by a basic evaluation patient¿s family member that the patient¿s bandages were coming off and the tape was worn. The caller stated that the bandages were stiff and dried with blood and the wires were exposed. The caller also stated that the patient was also experiencing some of their symptoms returning. On (B)(6) 2020 the patient¿s family member stated that the leads had been removed that day of the call because the area was infected and causing pain. There were no further complications reported.